Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit does not turn on, there is always an alarm sounding. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit does not turn on, there is always an alarm sounding. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Additional information :(B)(4). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced pcb front end board, pcba executive processor and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.